Event description:
[Redacted], mhx ro #41 [redacted] would not turn on. Clinical engineering discovered the fuse was melted into the fuse box. This was not the first mhx ro to have this happened. In reviewing service reports, I discovered the following mhx ros had the fuse box repaired for similar reason within the past 7 months. [Redacted] mhx ro #10 [redacted], [redacted] mhx ro #21 [redacted], [redacted] mhx ro #40 [redacted], [redacted] mhx ro #11 [redacted]. There are 9 of the portable ros in the network. 5 of the 9 have experienced this issue. The machines have had preventative maintenance [pm] performed as required by manufacturer. The machines are covered by service contracts for pm with evoqua not with clinical engineering.